Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient experienced a broken leg that required hospitalization on (B)(6) 2015.

Event description:
Patient's mother contacted dexcom technical support on 08/18/2015, to report that the patient was hospitalized on (B)(6) 2015. Patient's mother stated that the patient fell off of a curb and broke his leg. Patient's mother stated that the event was not diabetes related, but reported the hospitalization in case it needed to be reported. At the time of contact, patient was reported to be in the hospital recovering. No additional event or patient information was provided.